Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 101 (night drain #1) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient stated they did a manual fill prior to getting on the cycler the previous night. The technical service representative (tsr) explained to the care giver that the patient did not drain his manual fill during the initial drain and that it drained during drain 1. The tsr explained that since the patient did not drain during the initial drain and the initial drain alarm (ida) was set to 0ml, if there was no flow detected, the machine was allowed to move on to fill 1 and complete the fill. The tsr advised the care giver to let the patient know when they did this in the future; they needed to check the initial drain volume (idv) prior to allowing fill 1 to continue. There was no patient injury or medical intervention associated with this event. No additional information is available.